Event description:
Discectomy and fusion were performed at the l3-l4 disc space on (B)(6) 2010, using a lateral access approach. The patient reported pain immediately following surgery. Continued pain and other symptoms prompted a CT scan to assess. Bowel perforation and obstruction were noted. Surgery was performed to relieve the obstruction.

Manufacturer narrative:
(B)(4). The bowel tissue damage was reportedly related to the product placement and techniques employed in placement. Tissue from the patient's colon was reported to have been entrapped between the plate and the vertebral body. It is unknown if appropriate patient positioning and identification of anatomical landmarks was performed via palpation and/or fluoroscopy prior to advancement of instrumentation. No malfunction of specific devices used in the surgery has been reported by the facility's users. It is unknown if the construct components were removed and replaced or if they were retained in vivo after tissue was released.